Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that it was noted in the system controller log file that there were pump stop, and low flow alarms. There were events with low speed operation and one of the events included a pump stop. Low voltage advisory alarms were also captured; however, these alarms were not associated with the low flow and pump stop events. The patient's system controller was exchanged. The patient remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.